Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens. Upon insertion of the lens, the lens rotated and went in upside down. The lens was removed with no patient injury and the backup lens was implanted. The lens was damaged upon removal.

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.